Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common intraoperative factors that may cause or contribute to acute post-procedural regurgitation include device distortion; device interaction with patient anatomy or other devices; leaflet damage, and incorrectly sized valve seated. Non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis may also cause or contribute to acute post-procedural regurgitation. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related nonconformances. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including hyperlipidemia (hld). The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 11060a aortic valve underwent a valve-in-vale procedure after an implant duration of three (3) years and 10 months due to severe regurgitation. The patient presented with dyspnea. The procedure was performed with a 26mm 9755rsl transcatheter valve. The patient was in stable conditions post procedure.

Manufacturer narrative:
H11. Additional narrative/data. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, g6, h2, h6 (component code, health effect - clinical code). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 11060a aortic valved conduit underwent a valve-in-valve procedure after an implant duration of three (3) years and 10 months due to moderate-severe regurgitation and mild leaflet thickening. The patient presented with acute on chronic systolic heart failure. The tavr procedure was successfully performed with a 26mm 9755rsl valve. The patient was in stable conditions post procedure and discharged on pod #3. Per records, patient presented with new hfref 45%. Pre-op cta: aortic valve with mild leaflet thickening, no calcification. Tee: aortic valve with moderate-severe regurgitation.